Event description:
It was reported that the unit is smoking. No further information has been provided.

Event description:
It was reported that the unit is smoking during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
It was found during the field service visit that fluid had been sucked up the smoke evacuator allowing fluid into the unit. The technician replaced the ac power board, pd board, vacuum pump and volume display board. The unit was returned to service.